Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine check up the left ventricular (lv) lead produced atrial capture. It was noted the lv lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.